Event description:
It was reported that during a therapeutic ebus pulmonary ultrasound, the single use aspiration needle at first didn¿t deploy. It then deployed and was ¿gone¿; ended up inside the patient¿s airway. The needle was unable to be found and was not retrieved. This resulted in a procedural delay of greater than 30 minutes while the patient remained under general anesthesia.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00124-00. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to d9. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and failed functional testing. The needle did not meet required dimensional specifications therefore the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.